Event description:
Libre 2 plus sensors are not inaccurate. They give low readings which stops insulin delivery with tandem pumps and sends your blood glucose high. Or they read to high and send you dangerously low.